Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This report is filed february 24, 2014.

Event description:
Per the clinic, the patient experienced pain sensation around the implant side with and without device use; however, the issue could not be resolved. The device was explanted on (B)(6) 2013, and the patient was reimplanted with a new device on the contralateral side during the same surgery.